Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 136 mg/dl and 330 mg/dl. No adverse event reported. Based on parkes error grid analysis, and the bias between these two results is in zone c.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Nipro acknowledges the lateness of the report.